Event description:
The facility reported the device therapy connector, w11, had broken. The device was removed from use for repair by the local factory svc rep. The complaint was not associated with a report of pt use.